Event description:
Boston scientific received information that during a routine device replacement procedure, right ventricular (rv) lead pacing impedance measurements were less than 200 ohms, with no capture. The device was end of life (eol) and it was unknown if the decreased measurement and loss of capture had occurred prior to the opening of the pocket. The same observations were noted when connected to the pacing system analyzer (psa). The rv lead was surgically abandoned and replaced. The patient was not pacemaker dependent. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.